Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient details didn't drop off from the pyxis after 48 hours due to the user being unaware of the functionality. A technical support specialist guided the customer through setting up nursing unit auto discharge settings and confirmed that the issue was resolved. The system functioned as intended after troubleshooting the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the patient details didn't drop off from the pyxis after 48 hours. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this incident.